Manufacturer narrative:
Device was not returned for evaluation. During the user call, the technical assistance customer support engineer provided troubleshooting guidance to the user by recommending cleaning the light source socket, scope contacts. In a follow up with the user, it was reported that the issue was resolved when the connector was cleaned. Based on troubleshooting findings, the reported issue was attributed to maintenance and handling of the device. Once the device connectors were cleaned, the reported issue was resolved.

Event description:
It was reported that the device exhibited no image. According to the reporter, no errors were observed. It is unknown if the issue occurred during preparation for use or during a case. There was no patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusions. Device history records (DHR) cannot be confirmed as the serial number is unknown. The root cause of the reported issue was not identified.device was not returned. Based on the reported information, it is highly likely that the contamination or water droplets adhered to the scope connector contacts on the scope side caused transmission defects and the image was not displayed. It was presumed that the cause of the issue was due to moisture or foreign matter on the connector. Olympus will continue to monitor complaints for this device.